Manufacturer narrative:
On (B)(6) 2020, the investigation on the suspected medical device was reopened and completed. The authorization for return and examination of medical device form was received, and that the evaluation was updated as a result. Investigation summary : during visual inspection of the sample, it was found to be ruptured. Additionally, at the edges of the tear, a crease was found. The evaluation determined that the rupture is consistent with a crease fold rupture. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of gel-filled mammary prostheses and may be the result of one or more of the following contributing factors: continuous and sustained stresses to the device - such as too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Investigation summary: during evaluation of the device. It was observed to be ruptured. Since the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Causes of rupture of gel-filled implants include but are not limited to the following events: damage from surgical instruments, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Reason for device explant and/or reoperation: rupture. Concomitant products: 375cc mentor memorygel breast implant (catalog #: 3503754bc, serial #: (B)(4)). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a revision breast reconstruction with a 375cc mentor memorygel breast implant prosthesis and experienced postoperative right-sided rupture. The diagnosis was confirmed by a physician. As a result, the patient underwent bilateral removal and replacement with two 480cc mentor memorygel breast implant prostheses (catalog #: 3505480bc, right serial #: (B)(4), left serial #:(B)(4)) on (B)(6) 2019.